Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, per report, there was diminished blood flow to the lca post bav and post valve deployment the calcification on the left coronary cusp (lcc) was folded into the sinus of valsalva (sov) compressing the lca. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a coronary occlusion occurred during a transfemoral tavr procedure. Due to the low height (9.3 mm) of the left coronary artery (lca), lca protection was planned. A percutaneous puncture was obtained the right femoral artery. When a guidewire was inserted into the left ventricle, blood pressure (bp) was decreased to 50's mmhg due to increase of aortic regurgitation (ar) and low volume. Although execution of balloon aortic valvuloplasty (bav) was considered because of low bp, bp recovered with intravenous noradrenalin and volume load. A protective guiding catheter and balloon catheter were placed in the lca. Following bav with a 20 mm balloon, angiogram showed delayed flow in lca. However the procedure was continued, and a 23 mm sapien xt valve was deployed with nominal volume and implanted in a 60:40 aortic position as intended. After valve deployment, a guide wire could be engaged the lca and blood flow in the lca seemed well, however, tee showed decreased movement of the anterior wall and ventricular septum. Aortogram showed that the calcification on the left coronary cusp (lcc) which was folded in the sinus of valsalva (sov) compressed the lca. Narrowing of lca was observed. Following ivus, plain old balloon angioplasty (poba) was performed and a stent was placed in the lca. The proximal end of the stent was sticking out from the ostium of lca. Although ivus showed remarkable deformation of the stent, it was confirmed that the blood flow in lca was good and improved movement was observed in the anterior wall and ventricular septum, the procedure was completed. The aortic annulus diameter measured 19.5 by CT with moderate valve calcification and narrow sinus of valsalva (sov).